Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had cracks near the battery compartment. No further information provided.

Manufacturer narrative:
Cracked battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube, scratches on reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.